Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 200 mg/dl. The customer was assisted with troubleshooting. The customer stated that they received had hardware low level failures alarm after running a self-test. Customer was able to successfully clear the alarm. The customer stated that the insulin pump did not pass self-test. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.